Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional 3 armada 35 pta catheters are filed under separate medwatch report numbers. Evaluation summary: the sterile, unused device was returned to abbott vascular (av) and was tested. The device was pressurized and negative pressure was applied. The balloon did not deflate in the time allowed by the specification. Av conducted a thorough root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
The account returned unused, sterile 5.0 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) catheters. During device testing a leak was found in 2 of the pta catheters and slow balloon deflation was found in 2 of the pta catheters.